Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU):"·do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. ·never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged.·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged.·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b3 and b5.

Event description:
The user facility reported problem of a "cable break" was identified before a procedure. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a cable failure. In addition, the cable was noted to be twisted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of "cable break." Upon inspection and testing of the returned device, it was found that an image was not present due to a cable failure. This report is submitted due to the finding of no image present, identified during in-house service of the device. As the problem was found during in-house service of the device, there was no patient involvement.